Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd882647 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient reported that on (B)(6) 2011, he experienced peritonitis. On (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. It was unknown whether a peritoneal effluent culture and analysis was performed. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis. Dianeal pd4 ambuflex therapy was withdrawn. The consumer did not provide an assessment of causality for the event of peritonitis in relationship to dianeal pd4 ambuflex.